Event description:
N/a

Manufacturer narrative:
Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: no repair information.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery 1 bay not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the machine was charging batteries properly. The machine was not pushed all the way into the cart when fse arrived, it looked to be but was not latched. Once latched, it was verified to charge from both bays. No repair needed.

Event description:
N/a.